Manufacturer narrative:
Initial report sent: 12/20/2007.

Event description:
Procedure type: anterior resection with end to end anastomosis. According to the reporter: after firing, when the device was removed, the anastomosis was torn. The torn area was proximal, anterior, 2mm far from staple line. A new instrument was used to complete the procedure successfully. No further information was provided.